Manufacturer narrative:
(B)(4). The vyaire medical factory service center received the suspect device, a sipap ventilator, and evaluated the device. An evaluation of the device did not duplicate the reported issue and the device meets manufacturer's specifications.

Event description:
The customer reported that the touch screen on the ventilator was not reacting in some areas. There was no patient involvement associated with this issue.